Event description:
It was reported that the customer experienced a low blood glucose event. The customer stated that he also had low blood pressure. He stated that he passed out, causing him to fall and hit his head. He had an electrocardiogram done and advised that he would have a stress test done as well. The customer did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-11025.